Event description:
It was reported that two (2) units of exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between february 21 - 22, 2024. H11: two devices were received for evaluation. Visual inspection was performed on all the returned samples. The reported issue was identified on one of the devices, as leakage of tpn solution into the outer pouch was observed; however, the issue was not identified on the other sample and the administration port cap was noticed to be detached. Functional testing was performed on one of the samples and the device leaked from the administration port bonding area. The functional testing could not be performed on the other sample as administration port cap was detached. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.